Manufacturer narrative:
Corrected data: date of implant. An event regarding disassociation involving an unknown shell was reported. The event was not confirmed. Method & results: device evaluation and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the event reported a revision due to dislocation. But the event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Sales rep reported a right hip revision due to dislocation. Stated patient had prior revision that were reported. Sales rep stated liner and cup exchanged.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a right hip revision due to dislocation. Stated patient had prior revision that were reported. Sales rep stated liner and cup exchanged.